Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6 and h11. No product was returned; functional and/or dimensional evaluations could not be performed. Visual evaluation of the provided picture determined the packaging was opened, the device was removed, and there was a piece of curing tape on the packaging. It could not be confirmed if the packaging criteria was out of specification. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
There was no additional information associated with this malfunction.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: japan.

Event description:
It was reported that during surgery, a foreign substance that looks like a piece of a curing tape was inside of the sterile tray when the nurse opened the package. There was no patient impact or delay. Due diligence is complete.